Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On the same day the sensor was inserted, the cgm was reading high that the bg meter. It was reported that the cgm was displaying 80 mg/dl and the bg was below 40 mg/dl. The patient was sweating, was incoherent and passed out. The patient's daughter called for an ambulance and the patient was transported to the emergency room. Upon arrival at the ER, they checked the patient's bg and it increased to 115-120 mg/dl after the patient's daughter had treated the patient with honey and mango juice prior to being transported to the ER. The patient was monitored in the ER until they were in stable condition and was released on (B)(6) 2023. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for the time of event on (B)(6) 2023. The reported glucose values from the day of the report on (B)(6) 2023 fall within the b zone of the parkes error grid. No additional patient or event information is available.